Event description:
It was reported that the customer received an alarm. While the customer was changing her infusion set, the device alarmed. During troubleshooting customer stated the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. The blood glucose reading was 240mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk. The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.